Event description:
It was reported that during insertion of the iab through the introducer sheath, the hub separated from the sheath body. The entire assembly was removed and replaced. There were no patient complications.